Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (no UDI justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). Device evaluation: zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including all functional testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log showed the device was turned on in manual mode, valid impedance was detected, device entered rescue protocol (1st time). After the first analysis, the device advised shock (algorithm determination) and was charged in the background. The device exited rescue protocol and was manually charged and discharged. In rescue protocol, the device auto-analyzes ECG signals every 2 minutes per design. No trend is associated with reports of this type.